Manufacturer narrative:
.

Event description:
It was reported that during an unrelated hospital visit, the physician observed that the patient was experiencing pocket stimulation. No other patient symptoms were reported. Device interrogation found a loss of capture and sensing on the right ventricular lead. The lead was explanted and replaced on 5/8/2015.

Manufacturer narrative:
(B)(4).